Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family dbs-linear leads, upn m365db2202450, model db-2202-45, serial (B)(4), batch 7082167.

Event description:
It was reported that the recently implanted patient experienced mild superficial drainage at the left frontal and left parietal incisions. The patient went to the hospital and was administered antibiotics. It was assessed that the event was not device related, and the nurse practitioner assessed that the event was not device related, and nothing happened during the implant procedure that may have caused or contributed to infection. The patient was released from the hospital and the devices remain implanted. There is no further course of action.